Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that an ophthalmic gas dispensing regulator valve was clogged. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
Corrected information is provided in section to code that no sample had been received for evaluation at the time of the initial report. The customer reported that their regulator device did not deliver gas. No additional product information has been obtained to date. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. (B)(4).

Manufacturer narrative:
Per the manufacturer's quality assurance evaluation, a check of the batch production record for the reported lot number noted that the product met specifications at the time of release. As no sample was returned for evaluation, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).